Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the user was unable to issue medication due to an incorrect bin barcode. An invalid string was identified in the bin barcode field. After clearing the incorrect entry and rescanning the correct bin barcode, the issue was resolved, and the application proceeded as expected. The customer was advised to verify that the bin barcode on the screen matches the physical bin location. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication due to incorrect bin barcode. A technical support specialist identified that the item issue screen with a string p 32 p 333167146910 was entered in the bin barcode field and in the ms structured query language bin table it was p 27. Tss cleared the incorrect entry from the bin barcode field and instructed the customer to scan the correct bin barcode. Upon scanning p 27 and pressing enter, the application proceeded successfully, advised the customer to verify that the bin barcode displayed on the screen matched the physical bin number in the drawer. The system functioned as intended after the technical support specialist troubleshot the device.